Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2009 during which the surgeon noted it took about 1.5 hours to lyse the dense adhesions of the transverse colon off the mesh. While he attempted to remove all the foreign body, the vast majority of the mesh was no longer able to be. It was reported that the patient underwent incarcerated incisional ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal of an abdominal wall mass and repair of recurrent hernia surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, discomfort, inflammation and infections. No additional information was provided.